Manufacturer narrative:
Correction to d9- changed date from feb 19th, 2024 to feb 16th, 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that reprocessing was not conducted properly due to leakage from damaged auxiliary water channel. Subsequently, the materials were not possibly eliminated. However, a definitive root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.